Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am scheduled for a full hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine") and vomiting ("vomiting"). The patient was treated with surgery (full hysterectomy). At the time of the report, the medical device removal, migraine and vomiting outcome was unknown. The reporter considered medical device removal, migraine and vomiting to be related to essure. The reporter commented: as per source document plaintiff is scheduled to undergo a full hysterectomy in (B)(6); however the year was not mentioned. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media source received: additional reported information addedevent added: vomiting, migraine. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am scheduled for a full hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per source document plaintiff is scheduled to undergo a full hysterectomy in april 18; however the year was not mentioned. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.